Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3+ and enlarged atrium. A mitraclip xtw was inserted, and grasping was performed. However, after several grasping attempts, it was observed that one of the grippers was not functioning as intended. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated. The returned device analysis confirmed a broken gripper line, resulting in a confirmation of the inability to actuate the corresponding gripper. The reported positioning failure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to open or close (gripper actuation - single) or positioning failure (leaflet grasping - clip not implanted). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult single gripper actuation is likely a result of the device working initially and the gripper line breaking during the procedure, ultimately leading to the inability to actuate the gripper. A cause for the observed gripper line break could not be conclusively determined. The reported positioning failure is a cascading event of the inability to raise the gripper. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3+ and enlarged atrium. A mitraclip xtw was inserted, and grasping was performed. However, after several grasping attempts, it was observed that one of the grippers was not functioning as intended. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.